Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the test pump cartridge could not be turned to the locked position due to corrosion inside u.I. Assembly. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. Root cause is determined to be corrosion. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while using a versajet ii console, the handset key was hard to insert, it was sticking while trying to push it. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.